Event description:
It was reported that the pulse generator exhibited no output, loss of capture and oversensing. The patient experienced episodes of asystole and had an escape rhythym around 20 beats per minute. The pulse generator was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.